Event description:
It was reported that two weeks after implant, the patient developed a pocket infection and sepsis. The implantable pulse generator (ipg) and two leads were explanted and a temporary ipg placed until the system can be replaced in several days depending on the patient¿s condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg 2014-(B)(6). (B)(4).